Event description:
Reporter alleges the pt states her left breast has recently hardened and become painful. Reporter also alleges the pt suffers from arthralgias, myalgias (morning stiffness), paresthesias/dysethesias, swelling, fatigue, sleep disturbances, adenopathy, low grade fevers, frequent uri's, hot flashes, left tempero mandibular joint disease, visual changes, dizziness, memory loss, oral sores, rashes, sensitivity to sun and cold, raynauds/chem, skin tightening, increased cholesterol, genitourinary changes and rupture.